Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2010, including two percutaneous leads. It was reported that one of her leads had fractured. Follow-up on this matter found that effective stimulation was recaptured for the patient via reprogramming. As such, there are no plans for surgical intervention at this time.